Manufacturer narrative:
Zoll medical corporation has received the product for eval and this complaint is still under investigation.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed "defib fault 72" and "pacer fault 116" messages. Complainant indicated that there was no pt involvement in the reported malfunction.